Event description:
Initially it was reported that a vns patient was not feeling stimulation and patient's device could not be interrogated on (B)(6) 2012. The site had been using their handheld plugged into the wall therefore where unable to interrogate the patient's device. The vns patient came back into clinic on (B)(6) and was successfully interrogated. When the patient was interrogated they were noted to be at 0ma output current and 20 signal frequency, 500 pulse width, 30 seconds on time and 60 minutes off time which is likely from a faulted system diagnostic test. The patient's settings were corrected and they now felt their stimulation. Prior to their visit on (B)(6) 2012 the patient had a system diagnostic test performed and it is likely at this time it faulted resulting in their settings that were discovered on (B)(6) 2012. Attempts for further information have been made and no further information has been received to date.

Manufacturer narrative:
Analysis of programming history provided by site over phone.